Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the cgm value was over 300 mg/dl, and no bg value or symptoms were specified. The patient used a tandem insulin pump and self-treated with ¿the proper amount of insulin,¿ but could not remember the exact amount. She had a seizure and lost consciousness. Emergency medical services was called and when ems arrived, she regained consciousness and was monitored between 4:00 am and 7:00 am. No treatment was specified. During ambulance transport to the hospital the cgm displayed three dashes. The bg fingerstick value by a nurse was 133 mg/dl and the cgm value on the tandem pump display screen was 238 mg/dl. At the emergency room, her bg level was stable and she was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.